Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3487a, lot# j0118559v, implanted: (B)(6), product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent